Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, two of the haptics broke while loading lens into the cartridge. There was no patient contact. Additional information received confirming that haptic broken was trailing haptic for both lenses. There are two medical device reports associated with this patient. This report is associated with 1 of 2.